Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the pump declared multiple temperature alarms in the bathroom while a hot shower was occurring. The alarm continued to reoccur after removal from extreme temperatures and the customer was unable to resume insulin delivery. There was no impact to blood glucose (bg) levels. It was indicated that the customer will administer manual injections as alternate insulin therapy until replacement pump arrives.